Manufacturer narrative:
(B)(6)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crea) on a cobas 8000 c (701) module - c701. The patient was known to always have crea results that were considered to be normal. The sample initially resulted as 262 umol/l and this value was reported outside of the laboratory to the doctor. Based on the result, the doctor sent the patient to the hospital. At the hospital, a second sample was collected from the patient and tested for crea, resulting as 85 umol/l. The patient then went home. The doctor requested a repeat of the original sample. The original sample was repeated twice, resulting as 182 umol/l and 181 umol/l. A second sample tube collected at the same time as the original sample was also repeated, resulting as 92 umol/l, which was close to the result obtained at the hospital. Other tests were measured on both the original tube and second tube and results from these other tests matched. No adverse events were alleged to have occurred with the patient. The crea reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The patient data has been clarified as follows: the original sample initially resulted with a value of 261.7 umol/l on (B)(6) 2018 and this value was reported outside of the laboratory to the doctor. This sample was repeated twice, resulting as 181.8 umol/l on (B)(6) 2018 and 180.3 umol/l on 29-jun-2018. This sample was also repeated on (B)(6) 2018, resulting as 176.7 umol/l. The second sample tube was collected two minutes after the original sample. The second sample resulted as 91.7 umol/l on (B)(6) 2018 and 90.8 umol/l on (B)(6) 2018. The crea reagent lot number was 310314. The customer did not see any issues with the probes or washing.

Manufacturer narrative:
Three samples from the patient were received for investigation. The first two were labeled the same with a time stamp of (B)(6) 2018 at 9:48. The third was labeled differently with time stamp of (B)(6) 2018 with a time stamp of 9:52. The complained sample was the one with time stamp of 9:52, but the investigation measurements could not duplicate the result obtained by the customer. The investigation could not identify a product problem. The cause of the event could not be determined.